Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01965.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod pc through a non-penumbra microcatheter in the target vessel, the physician encountered resistance after the pod pc formed three loops, and the physician then flushed the pod pc. While re-attempting to advance the pod pc, the physician encountered resistance about 5 cm from the tip of the microcatheter; therefore, the microcatheter containing the pod pc was removed. While advancing a second pod pc through another microcatheter, the physician encountered resistance about 5 cm from the tip of the microcatheter; subsequently, the physician decided to remove the pod pc. While retracting the pod pc, the physician encountered resistance, and the pod pc unintentionally detached within the microcatheter; therefore, the microcatheter containing the detached pod pc was removed, and they were not used for the remainder of the procedure. An angiogram was performed and suggested there was a decline in blood flow to the inferior gluteal artery (iga). The procedure was completed using other penumbra coils and the first microcatheter. There was no report of an adverse effect to the patient.